Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is due to a time based error. The ail pcb (air in line printed circuit board) was replaced and calibrated.

Event description:
The facility contacted baxter on (B)(6) 2010 to report a colleague infusion pump with a failure code of 814:04. On (B)(4) 2010, baxter quality engineering determined that the event occurred during delivery. According to the hospital representative, no patient injury, adverse event, or medical intervention had been reported related to the device. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.